Manufacturer narrative:
H3: product ID# 97715 ; serial# (B)(6) ; product type implant was returned for product analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functional. Product ID 977a260 ; serial# (B)(6) ; implanted:(B)(6) 2022, ; explanted: (B)(6) 2025, ; product type lead was returned for product analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Product ID 977a260 ; serial# (B)(6) ; implanted: (B)(6) 2022, ; explanted:(B)(6) 2025, ; product type lead was returned for product analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned lead passed all laboratory testing, and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), UDI#: (b)(45). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their device had not been working for months because their leads and battery were not working. Patient stated they had to have an MRI, but they couldn't put the device into MRI mode because of this issue. Patient said they had tried everything they could to get the device to work, but the controller kept saying no device found [16]. Agent instructed the patient to press recharge and patient confirmed that install mdt battery pack message displayed. Agent had the patient reset their controller; patient confirmed the controller powered on when connected to the ac power supply without the battery pack inserted. Agent had the patient insert the battery pack but the green light isn't flashing. Patient confirmed that the gold pins on the controller and battery pack were connected and that the battery pack was inserted correctly. Patient confirmed that there's green light on the ac power adapter and the green light on the controller isn't flashing. Patient then disconnected the controller from the ac power cord and the controller powered off. Agent had the patient use double aa batteries in the controller and confirmed that they were able to power the controller on. Patient stated that the controller displays no device found [16]. Agent reviewed the information. The issue was not resolved. An email was sent to the repair department to replace the battery pack. Initially patient stated that their device has not worked for months. Agent attempted to further clarify if the patient stopped using their device due to an issue with their leads or issues with recharging the ins. Patient stated it was due to both issues. Agent attempted to further clarify the event date and patient stated, "over a month". Patient also mentioned that they are scheduled to have an MRI and surgery on (B)(6) to have their ins replaced. On (B)(6) 2025 rpl 460870, rtg0740356 (con): patient called back in repeating how they called in yesterday as they were having problems with their 'box' and they ended up receiving a replacement battery pack. Patient stated they put the replacement battery into their controller, but the controller still displays no device found. Patient stated they need to charge their implant in order to put the stimulator into MRI mode, because they are needing an MRI, and is having surgery on (B)(6). Patient repeated how their leads have gone down in their back, so they do not connect to the implant battery. Patient stated that is why they had not charged the implant for a month now. Agent reviewed that would be why no device found is still occurring on the controller. Agent had patient started a charging session of their implant on the call, and they confirmed recharging excellent with the controller at 100% and the implant in the orange. Patient stated that last time they charged their implant it took 2 hours. Agent reviewed charge time information. Patient then repeated why they were sent a new battery pack. Agent continued to reassure patient everything seemed to be working, and to continue recharging their implant.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the devices were returned because they had failed.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section h6 eval code conclusion (fdc/annex d) updated which was missed in previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.